Event description:
Discordant (B)(6) and cardiac troponin I (tni-ultra) results were obtained on patient samples on an advia centaur xp instrument. Seven (B)(6) samples were queued for confirmatory testing, which alerted the customer. The customer ran (B)(4) quality controls (qc), which resulted out of range. The (B)(6) results were not reported to the physician(s). The customer repeated qc for all assays, which resulted within range for all except for the tni-ultra method. The customer reran patient samples tested for tni-ultra on an alternate advia centaur cp, and fourteen results had to be corrected. The initial tni-ultra results obtained on the advia centaur xp instrument were reported to the physician(s), and one patient was admitted for monitoring and a second patient was denied cancer treatment due to the discordant result. There are no reports of adverse health consequences due to the discordant (B)(6) and tni-ultra results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that aspirate probe 1 on the wash separation manifold was clogged. The cse replaced the clogged aspirate probe. Quality controls were run, resulting within range. The cause of the discordant (B)(6) and tni-ultra results was related to the clogged aspirate probe 1. The instrument is performing according to specifications. No further evaluation of the device is required.